Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the patient did not like the depth/location of her pocket where the implant is. The patient requested a pocket revision from her surgeon due to "it sticks out a little too much for me." The physician performed pocket revision. The issue was resolved at the time of this report. No further patient complications are anticipated or expected as a result of this event.